Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 35 mg/dl and 132 mg/dl at 1:17 p.m. And 1:18 p.m. Respectively on a contour meter. The customer was dizzy, hungry and shaky. The customer stopped taking metformin due to the low reading. The customer had a cup of chicken soup with crackers and ate a banana. The customer was advised to return the test strips for evaluation. A new meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using in-house contour meter and in-house contour test strips from lot # 8jj3b02c, which gave satisfactory performance.